Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: d10, g4, g7, h2, h3, h10. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device (10/213/67): the device was returned to the factory for evaluation on 06/29/2021. An investigation was conducted on 07/07/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device, delivery device as well as on the seal. The delivery device was returned outside the loading device with the seal and tension spring assembly inside the delivery device. The seal was observed to be in a fully opened state with blood present on the seal. The white plunger was not depressed and the blue slide lock was not engaged. No measurements were taken of the delivery device due to the presence of blood was observed indicating an attempt was made to introduce the device into the aorta. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) heartstring was faulty - the network came off too early. Heartstring was supposed to be used on may 15th, but was already defective before use. Before the umbrella was supposed to be pulled in, it was already open - the device was unusable.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, , hst iii system (4.3mm. Heartstring was faulty - the network came off too early. It could not be unfolded or unfolded / could not be opened - was sent again to the user heartstring was supposed to be used on may 15th, but was already defective before use. Before the umbrella was supposed to be pulled in, it was already open - the device was unusable.